Event description:
It was reported the pt experienced a sudden jolt and subsequently lost stimulation therapy. A full parameter diagnostic indicated several contacts to have low impedance values. Reprogramming did not resolve the issue. X-rays did not show any anomalies with the system. The pt is working with her physician to determine the next course of action. Surgical intervention is being considered.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.